Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up noise was seen on the left ventricular lead. In addition, it was noted that there was an increase in pacing thresholds, loss of capture, diaphragmatic stimulation, and high out of range pacing impedances. This lead was deactivated. No adverse patent effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection revealed that the conductor coils were flattened and stretched from a clavicle crush. Further inspection of the lead visually noted that the inner insulation, outer insulation were bent and worn. Visual inspection did not reveal anything wrong with the lead which would cause diaphragmatic stimulation. The allegations of noise, increase in pacing thresholds, loss of capture and high out of range pacing impedance were confirmed by visual inspection, this likely occurred due to the lead being fractured as a result of the clavicular crush.

Manufacturer narrative:
Additional information was received that this left ventricular lead was explanted. A lead fracture was noted upon explant. This lead will be returned. Upon analysis this investigation will be updated.